Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not detect on the bus. A field service engineer replaced the drawer module controller board to resolve the issue. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system experience drawer failure. A customer has reported that a user was unable to dispense medication due to a malfunction, which has resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.